Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the spring detached from outer ring of inserter prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully.